Event description:
Dealer, (B)(6), stated the consumer received the trsx5rc with the back upholstery ripped at the holes where it is screwed into the back canes. I sent warranty replacement order (B)(4) of back upholstery. (B)(4).

Manufacturer narrative:
No RMA has been initiated for this issue. Model trsx5rc, serial number/date (B)(4). The owner's manual part number 1110550 rev g, was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer, (B)(6), stated the consumer received the trsx5rc with the back upholstery ripped at the holes where it is screwed into the back canes. I sent warranty replacement (B)(4) of back upholstery.